Event description:
Caller reported a cgm error related to their g7 sensor, which prompted concerns about a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset instructions and walking them through the process; after the reset, the error code no longer appeared, allowing the caller to successfully start their sensor session.